Manufacturer narrative:
(B)(4).

Event description:
It was reported that following a pump refill, the pump area filled up with fluid. It appeared like "a baseball around the pump." The healthcare professional withdrew 25 ml of clear fluid. The pt experienced severe abdominal pain, burning in the groin and severe stomach cramps. The pt was in bed for three days. The area around the pump "blew up 2x more and the pt became sick." The fluid was removed by the hcp a couple of times. Each time the fluid was removed, the area went down and the pt felt great then it came back and the pt got really sick. It was noted that this had occurred 5-6 times within the last two refills. Per the reporter, at the (B)(6) 2010 refill, the hcp "could not find reservoir and punctured pt no less than 30 times." A fluoroscope was used to find the port. Following that refill, the area was swollen and the pt was sick for 2-3 months. The pt was on blood thinners and was told that these symptoms were due to that. The pt went into the hospital on (B)(6) and had emergency surgery to replace the catheter. Per the reporter, the pt was told that the catheter had been punctured four times which was causing csf and medication to leak into his body. The pt also experienced "strange symptoms" of burning in "nether region", vomiting, and diarrhea. The pump was used to deliver baclofen. Additional info has been requested, a follow-up report will be sent if additional info becomes available.